Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged needle was slow to retract. The following information was provided by the initial reporter: when hitting the retraction button on the 20g IV after starting IV, the needle didn't retract until it was out of catheter and it slowly contracted even after that. No harm to pt or rn starting the IV.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381533 and lot number 4282452. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.